Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's patient controller was displaying the elective replacement indicator indicating that their scs ipg was approaching its end of life. The device was still providing therapy. To ensure no interruption of therapy, the physician explanted and replaced the device to address the issue.